Manufacturer narrative:
Insulin pump passed the self test, displacement, rewind, basic occlusion, occlusion, prime/compromised force sensor system and no delivery test. The audio/beep alarm functioned properly. No motor error alarm noted. Motor passed motor test. Insulin pump received with scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call that the device alarmed a motor error alarm. Customer's blood glucose was 400 mg/dl. Customer felt like his blood glucose was not dropping even after delivering a lot of insulin. Device was able to rewind. After troubleshooting, customer was advised to discontinue use of the device and revert to a back-up plan per health care professionals' instructions. Customer was advised that the insulin pump will be replaced. Customer agreed to return the device for analysis.